Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the did not identify an increase in complaint activity for the alinity I anti-hbc ii reagent and complaint lot related to the complaint issue. In-house performance testing was completed which concluded no false non-reactive results were obtained and sensitivity performance of the complaint lot is not adversely affected. The investigation determined that the complaint lot generates the expected results. Device history review did not identify any issues with the complaint lot. Labeling was reviewed and was found to address the customer reported issue. Based on the investigation, no systemic issue or deficiency of the alinity I anti-hbc ii reagent lot number 63357be01 was identified.

Event description:
The customer reported false non-reactive alinity I anti-hbc. The customer provided the following data: the initial anti-hbc test result: 0.754 s/co, retest result: 6.556 s/co. Patient¿s historical result was 7.128 s/co. The customer provided additional laboratory testing data: hbsag 19.814 s/co, positive (reference range <0.05 s/co) , anti-hbs <0.980 s/co, negative (reference range 0-10 s/co) , hbeag 0.470 s/co, negative (reference range <1.0s s/co) , anti-hbe 0.021 s/co, positive (reference range >1.0 s/co). Per the customer the discrepant results were not reported out to the patient¿s medical provider. There was no reported impact to patient management.

Manufacturer narrative:
This report is being filed on an international product, list number 07p87-74 that has a similar product distributed in the us, list number 7p84, with 510k/PMA/bla number p080023. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false non-reactive alinity I anti-hbc. The customer provided the following data: the initial anti-hbc test result: 0.754 s/co, retest result: 6.556 s/co. Patient¿s historical result was 7.128 s/co. The customer provided additional laboratory testing data: hbsag 19.814 s/co, positive (reference range <0.05 s/co), anti-hbs <0.980 s/co, negative (reference range 0-10 s/co) , hbeag 0.470 s/co, negative (reference range <1.0s s/co) , anti-hbe 0.021 s/co, positive (reference range >1.0 s/co). Per the customer the discrepant results were not reported out to the patient¿s medical provider. There was no reported impact to patient management.